Event description:
It was reported that there was a clear link catheter extension set that disconnected. The set was being used with an unspecified baxter pump and an unknown primary set. The pump was programmed to run between 75 ml/hour - 200 ml/hour. The nurse states that they noticed that over time the extension set became loose between the clear links male luer and the female luer of the unknown primary set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.